Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The customer declined service and support from philips and used a third party for repair. Therefore, the system logs and other pertinent information for the investigation were not able to be obtained. No further information is available.

Event description:
It was reported that the cx50 ultrasound system could not be turned on or used during ultrasound diagnosis for bedside emergency treatment. The system was replaced to continue the ultrasound diagnosis. Additional information regarding the procedure at the time of the event was requested but further information could not be obtained. There was no reported patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.